Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that access vessel diameter and morphology should be compatible with vascular access techniques and delivery systems of the profile of a 14 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. No product was returned to assist in this investigation. An internal clinical review indicated that failure to deploy the graft may have been caused by patient anatomy.

Event description:
During aaa repair in 2007, the patient had a very tortuous anatomy and when the physician went to deploy the iliac leg graft, the sheath would not retract over the gray positioner. The physician tried for several minutes to no avail and finally he was pulling with so much force that the sheath separated from the hub. The physician then pulled the entire delivery system out to find the sheath had kinked just below the graft where the gray positioner was more than likely not adjacent to the distal end of the graft. The physician then proceeded to implant another iliac leg graft. The gray positioner was adjacent to the distal end of the graft and with appropriate overlap began the process of deploying the graft. At this time, the same problem occurred. (Refer to 1820034-2008-00036) the sheath did not want to come back over the gray positioner. After several attempts, the first two stents deployed and then the sheath once again became detached from the hub. Since two stents had already deployed, it allowed the physician to take hold of the separated sheath and continue deployment until the graft was completely opened.